Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The returned product was received attached to a handle. Visual inspection of the returned product noted that the reload was fully fired with the jaws open. The reload was unloaded from the handle, revealing a broken lock ring. Microscopic examination of the knife blade displayed no damage. Testing of the reload could not be performed due to the noted damages. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic jejunoileal bypass, the jaws of the reload did not open at the fifth firing. The reload would also not disconnect. The device was removed from the tissue by force but no tissue damage was caused but an oozing bleeding occurred. Another reload and handle was used. There was no patient injury.